Event description:
It was reported that the patient had decreased exercise tolerance and shortness of breath. The patient was seen in the clinic and the implantable pulse generator had triggered the elective replacement indicator (eri). The device was reset by the physician and eri was found to be due to an inappropriate eri lock-up condition. The device remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and battery depletion was indicated (eri). Time of eri was on (B)(6) 2012, with battery v = 2.79 volts, battery impedance approx 427 ohms.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and battery depletion was indicated (eri). Time of eri was on (B)(6) 2012, with battery v = 2.79 volts, battery impedance ~427 ohms.